Event description:
It was reported that there were concerns the pacemaker exhibited premature battery depletion (pbd). Technical services (ts) reviewed the reports and confirmed the device exhibited pbd and recommended device replacement or re-evaluate the battery status in 90 days. The device remains in use. No adverse patient effects were reported.